Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2011 and mesh and boston scientific obtryx were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced pain, extrusion, infection, urinary/bowel problems, organ perforation, bleeding, dyspareunia, and vaginal scarring. It was reported that the patient underwent mesh revision on (B)(6) 2012 due to extrusion. (B)(4).

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat vaginal vault prolapse. It was reported that the patient underwent the concurrent procedures of tot, perineoplasty and cystoscopy during mesh implantation.